Manufacturer narrative:
Corrected data: h6 (type of investigation code ¿4111¿ was inadvertently omitted from the initial report) h10: based on the information obtained from the customer, it is unknown if the reprocessing was implemented in line with the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the universal cord had a scratch and a wrinkle, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to damage on the zoom (charged coupled device), the zoom did not work smoothly, the connecting tube had a scratch, the plastic distal end cover had a dent, the control unit had discoloration, the indication on the scope connector was peeled, the scope connector had corrosion, the connecting tube had a wrinkle, switched 1 and 2 had a scratch, the paint on the suction cylinder was peeled, the grip was shaved, the control unit was shaved, and the adhesive on the bending section cover rubber had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.